Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was intended to be used to treat a heavily calcified lesion in the rca. Tortuosity was moderate. Proximal and distal previous stents were present. The distal stent had in-stent restenosis (isr). Negative prep was not performed. The lesion was not pre-dilated. An attempt was made to directly stent the lesion with the resolute onyx. The device was passed through the previously-deployed stent. Resistance was encountered when advancing the device. The device could not cross the distal in-stent lesion. The attempt was a little forceful, but excessive force was not used. The stent catheter was removed and it was noted that the stent had dislodged and was in the vessel. The stent could not be snared. Another stent was used to intentionally trap the resolute onyx stent against the previous stent. The patient was unharmed. Patient status is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.